Event description:
Pt reported that back to back tests performed on pt's ss meter using separate finger sticks were 265, 238 and 171 mg/dl (42% difference). No symptoms were reported. Control solution test result (124) was in range. On follow-up, pt said blood sugar levels are now in the low 100's. Lfs rep reviewed quality control procedures and meter/lab comparisons. The meter was replaced. There were no allegations of harm.